Event description:
The pt fell. Afterward, they experienced a loss of therapeutic effect. A new battery was placed in the pt programmer. The implantable neurostimulator battery light did not light when interrogated with the pt programmer. The 9volt battery indicator did light. Reference mfg report # 3004209178-2011-01857. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).